Event description:
It was reported that a patient had been having increased lower extremity spasticity that was interfering with function since (B)(6) 2012. The patient had been reprogrammed multiple times since (B)(6) 2012 and had been on a stable dose for about four years but after subsequent increases had continued spasticity. The patient had an extensive medical workup which had been negative, to rule out any medical causes. A dye study was scheduled for (B)(6) 2013. The device system was used to deliver lioresal. It was later reported the dye study was completed. Cerebrospinal fluid could not be aspirated from the side port. A catheter revision was scheduled for (B)(6) 2013. It was later reported the patient had been seen weekly by his managing health care provider (hcp) for dose titration since the catheter revision. The pre-revision dose was high at 1647 mcg per day and the patient's current dose was 315 mcg per day. The patient was last seen on (B)(6) 2013 and the hcp noted spasms only with transfers. The patient was not yet satisfied with the current dose effect and was to be seen on (B)(6) 2013 for another dose increase.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2000. Product type: catheter: product ID 8709, serial# (B)(4), implanted: (B)(6) 2000. Product type: catheter. (B)(4).